Event description:
Catheter disruption from implanted port-a-cath after implanting but before use. Required 2 add'l procedures under anesthesia to remove port pieces and implant new port. Treatment delayed without port access. Diagnosis or reason for use: lymphoma.